Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient's hip was revised due to a intertrochanteric periprosthetic fracture. The patient's primary depuy summit basic press-fit stem and bipolar head were replaced by a long competitor's restoration stem and bipolar head. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device finds nothing outward to suggest a product problem. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.